Event description:
The customer reported that a male patient was positioned with the trolley above the patient support for a head examination with the sense head coil. During the upward movement of the patient support the third finger of the patient got caught between the stretcher and the table top and broke.

Manufacturer narrative:
(B)(4). Conclusions: the patient was instructed to cross the hands on the stomach, however apparently he was surprised by the sound of the patient support moving up. As a reaction he grasped the side of the table top which resulted in the third finger of the right hand getting caught between the stretcher and the table top and broke. There is no indication that the patient support or trolley malfunctioned.